Event description:
Healthcare professional reported after injection with 2 syringes of juvederm voluma xc in the "mid face" and cheeks, the patient experienced a potential "occlusion" the same day. Additional information from the healthcare provider stated patient was treated the same day with vitrase, warm moist heat, massage, nitro paste, a vascular procedure, asa, ibuprofen, keflex, and prednisone. Two days later, the patient was treated with plavix. Symptoms resolved an unspecified amount of time later.

Manufacturer narrative:
The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Healthcare professional reported after injection with 2 syringes of juvederm voluma xc in the "mid face" and cheeks, the patient experienced a potential "occlusion" the same day. Additional information from the healthcare provider stated patient was treated the same day with vitrase, warm moist heat, massage, nitro paste, a vascular procedure, asa, ibuprofen, keflex, and prednisone. Two days later, the patient was treated with plavix. Symptoms resolved an unspecified amount of time later.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of a "potential occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these event.